Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was recertified and returned to the customer. This is the second of two incidents reported with this device. The first incident is being reported under medwatch number 1220908-2008-00601. The ECG strips were not received for eval.